Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. The most recent information was received on 12-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("implants had partially fallen out of the fallopian tube") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 610 days after essure insertion, she experienced pain ("pain throughout the body/ persistent pain"), fatigue ("extreme fatigue"), limb discomfort ("heavy legs"), pain in extremity ("painful legs"), disturbance in attention ("difficulty concentrating"), amnesia ("short-term memory disorders") and rotator cuff syndrome ("inflammation of shoulder tendons"). On (B)(6) 2021 she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). On (B)(6) 2021, device dislocation had resolved. At the time of the report, the fatigue, limb discomfort, amnesia and rotator cuff syndrome were resolving and the pain, pain in extremity and disturbance in attention had not resolved. No causality assessment was received for essure with regard to pain, fatigue, limb discomfort, pain in extremity, disturbance in attention, amnesia, rotator cuff syndrome or device dislocation. The reporter commented: the essure implants were removed together with my fallopian tubes in 2021. Since then, my health has been increasingly improving. After the surgery, the explanation for my pain was that one of the implants had partially fallen out of the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-sep-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("implants had partially fallen out of the fallopian tube") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 610 days after essure insertion, she experienced pain ("pain throughout the body/ persistent pain"), fatigue ("extreme fatigue"), limb discomfort ("heavy legs"), pain in extremity ("painful legs"), disturbance in attention ("difficulty concentrating"), amnesia ("short-term memory disorders") and tendonitis ("inflammation of shoulder tendons"). On (B)(6) 2021 she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). On (B)(6) 2021, device dislocation had resolved. At the time of the report, the fatigue, limb discomfort, amnesia and tendonitis were resolving and the pain, pain in extremity and disturbance in attention had not resolved. No causality assessment was received for essure with regard to pain, fatigue, limb discomfort, pain in extremity, disturbance in attention, amnesia, tendonitis or device dislocation. The reporter commented: the essure implants were removed together with my fallopian tubes in 2021. Since then, my health has been increasingly improving. After the surgery, the explanation for my pain was that one of the implants had partially fallen out of the fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.